Manufacturer narrative:
D10: concomitant devices: (B)(6) 204-04-33 - trapezoid tibial tray sz 3f/3t, (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm, (B)(6) 204-70-00 - tibial stem ext. Screw, (B)(6) 200-02-35 - three peg patella 35mm, (B)(6) 244-23-13 - optetrak hi-flex tibial insert sz 3 13mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 181 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear and severe pain. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Report numbers: 1038671-2024-01115, 1038671-2024-03043, 1038671-2024-03056 this follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, bone fracture, tibial loosening, and failure of the cement to secure to femoral component, leading to femoral loosening. An additional contributing factor to the revision may have been inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.